Manufacturer narrative:
Reservoir - gtin (B)(4). Catalog 720185-01. Serial (B)(4). Manufacture date 10/09/2017. Expiration date 09/26/2019.

Event description:
It was reported that following the implantation of the ams700 inflatable penile prosthesis on (B)(6) 2018, the patient experienced cylinder extrusion, tissue necrosis and fistula and the device was removed on (B)(6) 2018. "On (B)(6) 2018, there was exposure of the right penile prosthesis cylinder, with tissue necrosis and outlet of purilenta secretion. The oral anticoagulant and the aas were discontinued, and the penile prosthesis was explant on (B)(6) 2018. During the explanatory surgery, a distal urethro-cutaneous fistula was detected, treated only with delayed bladder catheterization. No further patient complications were reported in relation with this event.